Event description:
It was reported to MFR that the vns pt was experiencing pain in the chest at the generator site and pain in the left neck. The device had been disabled and the pain was constant and not associated with stimulation of the device. The pt subsequently had surgery where the generator was removed and the leads were left in place. The explanted generator has been returned to MFR and analysis is underway. Attempts to obtain additional info from the treating physician have been made, but have been unsuccessful to date.